Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2016 product type extension product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2016 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had to have the leads and "tubing" replaced because they tore the pocket which caused the battery to drop, which in turn was pulling on the leads in (B)(6) 2016. It was stated that the healthcare professional (hcp) decided to put the same battery pack in because it was only a year old and when they disconnected the leads where they connect in their head a short was seen in one of the connections. The patient indicated that if they get another short or have to "move the connectors" they will have to go into the brain again and replace the entire lead. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.